Manufacturer narrative:
8/29/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6.

Event description:
During an unspecified procedure, inflammatory reaction occurred. The surgeon did an re-operation on 3/20/97 and removed the suture.